Event description:
The customer reported to olympus, the gastrointestinal videoscope had glue coming off the cap. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the malfunction reported in section b5 the following findings were also discovered; switch one had a cut, the suction cylinder had no color, switch two had a scratch, the plug unit had a scratch, the insulation resistance value at distal end did not meet the standard value due to adhesive peeling on the bending section cover, the plastic distal end cover had a chip, the light guide lens had a crack, the adhesive on the bending section cover had a crack, the connecting tube had a wrinkle and the universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation observed that might result in the retention of foreign material and the facility device reprocessing was reported to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.